Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The chronic total occlusion (cto) lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and inflated for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The catheter was inspected tactilely and visually. There was blood in the guidewire lumen and contrast in the inflation lumen. Microscopic examination of the balloon did not reveal any damage or tears. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port; the device was inflated to its rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The chronic total occlusion (cto) lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and inflated for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).